Manufacturer narrative:
Approximate age of device ¿ 4 years 9 months 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported from the site that the patient expired. The site communicated that the death was not necessarily device related but more so because of the patient condition and her age. The vad had continuous low flow alarms but the patient had a failed rv and severe aortic insufficiency. The device will not be returned for evaluation. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the log file data provided by the account. A direct correlation between vad-14958 and the patient¿s expiration cannot be conclusively determined. The submitted log file contained data on 3/7/2019 spanning from 05:17:33 to 07:09:53, per the timestamp. Continuous low flow alarms, 235 in total, were captured throughout the log file when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas instructions for use lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.